Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the battery unresponsive issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the pump battery was unresponsive. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.